Event description:
Boston scientific crm received info that this lead was removed from service secondary to elevated thresholds measurements. No adverse effects were reported.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.